Event description:
It was reported that the burr and wire became stuck in the lesion. A 1.75mm rotapro and rotawire floppy 330cm was selected for a percutaneous coronary intervention (pci) procedure in the mid left anterior descending (lad) artery. When the user attempted to withdraw the device, it was noted that the burr was stuck in the lesion. The rotapro and rotawire were removed successfully from the patient body. The procedure was completed by using another of the same device. Patient condition was good, and no complications were reported.

Manufacturer narrative:
Device returned and evaluated by manufacturer. Visual inspection: the device returned inside of a protective hoop. The guidewire was easily removed from the hoop. The returned guidewire had the distal tip bent and stretched. No more damages were found in the device. Microscope inspection was completed. Dimensional inspection: overall length: could not be performed due to device condition (distal tip stretched). Od of distal tip: could not be performed due to device condition (distal tip stretched). Od of middle of the device: 0.0090 inches within specification. Od of proximal section: 0.0089 inches within specification.

Event description:
It was reported that the burr and wire became stuck in the lesion. A 1.75mm rotapro and rotawire floppy 330cm was selected for a percutaneous coronary intervention (pci) procedure in the mid left anterior descending (lad) artery. When the user attempted to withdraw the device, it was noted that the burr was stuck in the lesion. The rotapro and rotawire were removed successfully from the patient body. The procedure was completed by using another of the same device. Patient condition was good, and no complications were reported.